Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: how many sutures pulled-off? - 3 sutures pulled of how many times did the needle fall into situ? - one needle fell into the situs of the patient. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify the total number of devices with suture needle pull off: was there a total of 4 suture needle pull offs where only 1 of the 4 needles fell into the patient and 3 needles did not fall into the patient? Or was there a total of 3 suture needle pull offs where only 1 of the 3 needles fell into the patient and 2 needles did not fall into the patient? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Name of index surgical procedure/type of hernia procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How many sutures pulled-off? How many times did the needle fall into situ? If multiple events of needle pull off occurred, did all needles pull off during the same procedure? Were x-rays taken to locate the needle? Was the needle(s) retrieved during the same procedure? If the needle was retrieved during the initial procedure, was the site closed and had to be re-opened? Does the needle remain in the patient¿s tissue? If yes, what tissue structure is it located? Size of the needle piece retained? If retained, are any plans in place to remove the needle in future? If retained, what is the surgeon's opinion of consequences to the patient? Was there any additional tissue damage as a result of searching for the needle piece? Was surgery time extended as a result of incident? If yes, how much time? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is current condition of the patient? Surgeon¿s name. If applicable, will product be returned? If so, please provide the return date and tracking information. Note: related events reported via 2210968-2023-01393, 2210968-2023-01394 and 2210968-2023-01395. .

Event description:
It was reported that a patient underwent a hernia procedure on (B)(6) 2023 and suture was used. During the procedure, in the case of intracorporal knot after a short time the needle pull off. The procedure was finished with a suture of the same lot. There were no adverse patient consequences reported. Additional information was requested.